Event description:
The hcp reported the patient presented to the clinic with return of symptoms including increased pain, hallucinations, and nausea and vomiting. The pump was interrogated and showed "motor stall message and stopped pump may exceed tube set." The motor stall was determined to have occurred on 08/2005 and cleared 08/2005. The patient was given a bolus that cleared the motor stall. A follow up report will be sent when additional information is received.